Event description:
It was reported that remote session noise on atrial and ventricular leads. The patient presented to clinic and there was no new evidence of noise and no change in lead impedance. Since patient had previous av node ablation, the noise was most likely from emi.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.